Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner was dead and unable to scan medications. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn b)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer inspected the scanner and pressed the button to see if it would light up and checked the back where the usb connects and pushed it in, which caused the scanner to make a noise, but the light still did not show. Then the service engineer replaced the usb cable with a new one, but the scanner still did not light up, except for the light near the button. Then replaced the entire scanner assembly, and both the button light and the scanning light came back on. The system functioned as intended after the field service engineer repaired the device.